Manufacturer narrative:
The customer reported that there was no direct allegation that the device may have caused or contributed to the patient injury. Based upon the information provided, root cause cannot be determined as no other information could be provided by the customer.

Manufacturer narrative:
Reporter phone #: (B)(6).

Event description:
Philips was notified that while receiving therapy via the v60 ventilator, several unspecified circuit fault alarms had audibly and visually triggered in conjunction with a patient desaturation of peripheral oxygenation (spo2) to 78%. The v60 ventilator was in clinical use and providing therapy at the time of the event. During the event in question, the patient was noted to have suffered a severe decrease in spo2 to 78%. The patient was removed from the ventilator and placed onto a back noninvasive ventilator (make, model, settings unspecified). It was noted that within a few minutes of the device transition, the patient's spo2 recovered with no further injury or harm noted. No allegation of malfunction or failure of the device to perform to manufacturer declared specifications has currently been noted. Further investigation is currently pending.